Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by st. Jude medical (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Sections type and PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a concentric lesion with moderate tortuosity and heavy calcification in the circumflex artery. A 2.5x15mm tenku rx balloon dilatation catheter (bdc) stylet/protective sheath was removed without resistance. The balloon was soaked and air aspiration was performed outside the anatomy prior to use. The tenku was advanced toward the target lesion, the bdc was inflated once to 8 atmospheres for 10 seconds and the balloon ruptured. The device was removed and an unspecified balloon catheter was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4)